Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm blood back. To fix the issue, the fse replaced the crm assembly, safety disk, blood detect tubing, and purge valve. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an intra-aortic balloon (iab) blood back incident. No patient harm, serious injury or adverse event was reported.